Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the dislocation was confirmed. The clinical/medical investigation concluded that based on the information provided, the root cause of the reported dislocation and metal debris cannot be definitively concluded; however, the dislocation and closed reduction events could not be ruled out as possible contributing factors to the noted object which appears inferior to the outer circumference of the shell. The patient impact beyond the reported dislocation and foreign body debris could not be determined, as the material composition of the foreign body cannot be identified based on the imaging alone. Possible corrosion, local irritation/discomfort, and/or migration of the possible foreign body/fragment cannot be determined. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a thr surgery had been performed on an unspecified date, the patient experienced dislocation. This adverse event was solved on (B)(6) 2021 after examination upon x-ray, in which looked like a small fragment of metal debris around the circumference of the r3 3 hole ha ctd acet shell 50mm. The patients hip was relocated and no revision surgery was needed. Current health status of patient is unknown.